Manufacturer narrative:
The event unit was returned to applied medical for evaluation. However, the complainant¿s experience could not be replicated or confirmed as the device passed all testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap cholecystectomy. Event description: for complaints [reference number] and [reference number], the units malfunctioned during the same procedure. They opened this clip applier because the other clip applier did not have any clips in it. The scrub tech fired the clip applier two times outside of the patient and it deployed the clips. The clips closed properly. Then the surgeon used it and there were no clips when he squeezed the handle. When he initially put the clip applier in the patient and closed the handle all the way, no clip came out at all. The second time the clip came out but it scissored when it closed across itself. He pulled it out and got rid of that clip. The then used it again. When he used the clip applier, sometimes the clip would come out and other times the clip would not come out. Additional information provided by an applied medical representative on 22oct2025: he was able to complete the case with the clip applier, he just kept pulling the trigger until clips would load. Only 1 of them scissored. Cystic artery and cystic duct were the types of tissue the clip was being closed over. The jaws were located completely around the vessel or structure to be ligated. Sometimes the clip was loaded into the jaws, other times nothing loaded as mentioned previously. 11mm ctr33 trocar was used, same as the first time yes when a clip appeared it was properly seated minus the one that scissored the trigger could be easily and completely actuated. There was no resistance. Additional information provided by an applied medical representative on 23oct2025: the clip was not closed over thick/dense tissue. The jaws were not torqued on vessel or tubular structure. Additional information provided by an applied medical representative on 13nov2025: yes I was present for the procedure and saw the clip scissor like the clip in photo a. [Applied medical supplied the customer with photos and asked the customer to identify which malfunctions they experienced.] Intervention: able to complete the case with the clip applier. Patient status: stable.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap cholecystectomy event description: for complaints [reference number] and [reference number], the units malfunctioned during the same procedure. They opened this clip applier because the other clip applier did not have any clips in it. The scrub tech fired the clip applier two times outside of the patient and it deployed the clips. The clips closed properly. Then the surgeon used it and there were no clips when he squeezed the handle. When he initially put the clip applier in the patient and closed the handle all the way, no clip came out at all. The second time the clip came out but it scissored when it closed across itself. He pulled it out and got rid of that clip. The then used it again. When he used the clip applier, sometimes the clip would come out and other times the clip would not come out. Additional information provided by an applied medical representative on 22oct2025: he was able to complete the case with the clip applier, he just kept pulling the trigger until clips would load. Only 1 of them scissored. Cystic artery and cystic duct were the types of tissue the clip was being closed over. The jaws were located completely around the vessel or structure to be ligated. Sometimes the clip was loaded into the jaws, other times nothing loaded as mentioned previously. 11mm ctr33 trocar was used, same as the first time yes when a clip appeared it was properly seated minus the one that scissored the trigger could be easily and completely actuated. There was no resistance. Additional information provided by an applied medical representative on 23oct2025: the clip was not closed over thick/dense tissue. The jaws were not torqued on vessel or tubular structure. Intervention: able to complete the case with the clip applier patient status: stable.